Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Addithe actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed an image of an elongated slit located on the device bladder which indicated a bladder rupture. Therefore, the reported condition was verified. Due to the nature of the sample no functional testing could be performed. The cause of the condition could not be determined however, it was noted that the most probable cause would be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.